Manufacturer narrative:
The dentist reported the patient had implant failure to osseointegrate, and the implant was removed 15 days after placement because of pain. The pain was relieved after removal of the implant, and the patient was in good condition. No patient's ethnicity and race were provided. The returned product and DHR were reviewed. No defect and non-conformity were observed with the product. The DHR showed no discrepancies or related issues. Pain after implant placement is a documented risk of implant surgery and can be caused by a number of factors related to surgical technique and patient factors. Although the root cause for the failed implant complaint is inconclusive and specific to each case, there are many probable causes for the failed implant, including patient bone quality, premature loading, patient's health, per-implantitis, smoking, and/or lack of oral hygiene. However, established biocompatibility studies showed that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported implant failure to osseointegrate. The implant was removed due to pain, and the pain disappeared after the implant removal. The patient had bone type iii, and no pre-existing condition.

Manufacturer narrative:
Corrected: section a1: the patient identifier has been changed to (B)(6). The initial mw was submitted under (B)(6), which is incorrect. The device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: n/a - as the complaint cannot be replicated, and there were no nonconformities identified. Returned sample: the returned part was confirmed to be an inclusive tapered implant 4.2 mmd x 10 mml x 3.5 mmp by using the radiographic template. No defects or abnormalities were observed. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.